Event description:
During humidification therapy on a 65 year old female pt, (weight unreported), the respiratory therapist rec'd a mild electrical shock when she was pushing down on the transfer chamber while placing her wet hand underneath the humidifier. There was water around the chamber also. There was no effect on the therapist or on the pt. The humidifier was exchanged without incident.